Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator (ICD) had a setscrew problem. After four to five attempts, the physician decided to change the ICD for a new device. No patient complications have been reported as a result of this event.